Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's logfile contained 9 elevations in power. The patient is demonstrating hemolysis of the pump.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.